Manufacturer narrative:
The customer returned one primary set of material 2420-0007, and one concomitant secondary set of material 72215n. Upon initial visual examination, the sets had no defects or abnormalities. The sets were set up in a primary/secondary infusion, with the secondary infusing blue dye. The blue dye was observed to backflow up into the primary, and the complaint of backflow is verified. The back check valve component was isolated and sent to the supplier for further investigation. A device history record review was not performed as the lot number is "unknown" for this complaint. The supplier investigation found a fractured particulate from the back check valve housing had lodged itself in the silicon disc, which affected the seal and allowed for the backflow of fluid. The supplier has opened a focused project to address this issue and investigate the root cause.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: the incident report to biomed on 01-dec-2025 date of incident - on (B)(6) 2025 5:21 infusion started and notice at 6:00 biomed reported a patient involved incident today on (B)(6) 2025 patient was provided flagyl was started on a piggyback with normal saline at 0521. When rn checked on infusion at 0600, rn noticed that the flagyl had backflowed somehow. Rn troubleshooted the problem, ensuring the primary bag was lower and that the flagyl was able to drip. Rn also kinked primary line to ensure it flowed, pump was reset to original volume in flagyl. At 640, flagyl was fuller than before and rn had another rn trouble shoot. Supervisor also inspected lines and could not find reason for backflow patient harm unknown serial numbers of 8015 unit and attached modules: 8015 sn: (B)(6) v12.3.2.8 8100 sn channel: (B)(6) v12.1.2 8100 sn channel 2: (B)(6) v12.1.2. Failure device type: alaris system instrument. Failure problem type: patient involvement.